Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. The device was performance tested for over (B)(4) hours with no occurrence of system error 32. Twenty-one occurrence of ec 322 were confirmed in the ehlr portion of the evaluation. Although the device was determined to be operating within specification in relation to the reported symptom, the upper and lower auxiliary assemblies were replaced, as they are known to contribute to ec 322 alarms. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.